Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The right atrial (ra) lead was surgically capped due to chronic atrial fibrillation. The chronic device was electively explant and replaced with model#l100. The local representative was paged on (B)(6) 2015 to check the device as the patient's heart rate was in the 30 bpm range. The local representative contacted boston scientific's technical services (ts) to discuss further. The device was interrogated and electrogram noise was observed on the right ventricular (rv) lead. The patient's underlying rate was in the 40 bpm range. The rv impedance was greater than 3000 ohms. The rv ouput was increase to 7.5 volts at 2.0 ms. Pacing with no electrogram noise was observed. The local representative commented that the rv electrogram noise first occurred on (B)(6) 2015. The rv impedance was checked again after the rv pacing output had been reprogrammed. The rv pacing impedance at that time was 830 ohms. Ts was informed that the patient had been admitted into the hospital. Ts commented that the rv lead may be under-inserted or fractured. The local representative plans to discuss this further with the physician. Boston scientific received information from a product experience report form that this patient was presented back to the ep laboratory on (B)(6) 2015. After the pocket was reopened, visual inspection identified a lead to header insertion issue (loose connection-set screw issue). The terminal pin of the rv lead was re-inserted and the set screw was secured. No further issues were encountered